Manufacturer narrative:
The reported complaint of "suspected icy catheter (lot # 95028) balloon breach" was not confirmed during the functional testing. No device malfunction was observed during the testing of the returned icy catheter and the start-up kit (suk). Both the catheter and the suk performed as intended. It is likely that the customer could have returned the wrong catheter for investigation, because 2 catheters were used for the reported issue and only 1 catheter was returned for evaluation.. Upon visual inspection, no physical damage was observed. The catheter balloons were examined and there were no tears, balloon bond detachment or rupture noted. Noticed dried blood residue on the catheter balloons and on distal luered tubing. During functional testing, all infusion ports and extension tubes were flushed without resistance, except the distal luered tubing. Experienced resistance in the distal luered tubing due to the (blood) clog accumulation. The catheter was connected to a pressurized inflation device, the balloons were fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. The returned icy catheter was connected to the returned suk and ran with the known good thermogard xp ivtm system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on the catheter and the suk.

Event description:
During ivtm therapy for a patient after resuscitation, the user noticed decreasing volume of saline in the bag (approximately 50 ml of saline). Suspecting icy catheter (lot # 95028) balloon breach. The user replaced the icy catheter to continue the patient treatment. The dwell time of the catheter was 2 days. No consequences or impact to the patient was reported.